Manufacturer narrative:
Investigation results: the device was returned for analysis. Visual examination showed that the balloon was not folded, indicating that the device had been subjected to positive pressure. A leak test was performed, during which the balloon was inflated to its rated burst pressure of 20 atmospheres using deionized water and digital timer (g24610) for 30 seconds, with no issues observed. A vacuum was subsequently applied. The inflation device was verified at 20 atmospheres before and after testing using a calibrated pressure gauge. The inflation to rated burst pressure was repeated three times, with no leaks or pressure drops noted. No issues were identified with balloon inflation or the balloon material. As per specification. The rated burst pressure for this device is 20 atmospheres. No abnormalities were observed at the device tip. Visual inspection of the marker bands identified no issues. Additionally, visual and tactile examination of the shaft revealed no kinks or damage. Device history records (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review performed for the mustang device confirmed that the reported event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefits for the product. Investigation conclusion: based on a thorough review of the reported complaint, the most probable cause for this complaint was no problem detected.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the arteriovenous fistula. A 8.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the arteriovenous fistula. A 8.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.